Event description:
Originally reported to idtf, patient self-tester reports. Protime system inr 2.4. Unspecified lab system inr 4.0. Three days later: protime system inr 1.6. Doctor's inratio system inr 2.3. Five days later: protime system inr 2.0. Unspecified lab system inr 2.9. Two weeks later: protime system inr 5.9. Doctor's inratio system inr 7.9. Unspecified lab system inr 7.9. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return.